Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent the following procedures: l4-l5 laminectomy with decompression of the nerve roots. Discectomy at l4-5, posterior lumbar interbody fusion using bone morphogenic protein and peek cages, reduction of listhesis, posterior non-segmental instrumentation l4 to l5 using screws and rods, posterolateral fusion using same size autograft, bone graft and bmp, use of operative microscope, use of head rest to treat the following pre-op diagnosis: lumbar spinal stenosis at l4-5 with grade 1 spondylisthesis. Operative notes: "this was then packed with bmp. Bmp was packed around this on both sides and covered with gelfoam and subsequent to this; the screws were compressed and locked into position. A crosslink was placed and locked into position and this looked quite good. X-rays were taken to confirm good position. Subsequent to this, the bone had been decorticated laterally and bone was placed laterally, first bmp and then same side autograft and then bone graft over this." No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.